Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right atrial (ra) lead exhibited multiple episodes of non-physiologic noise and high, unstable, and variable thresholds. The ra lead was explanted and replaced. During the revision, a previously abandoned right ventricular (rv) lead with no known issues was also extracted. The rv lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.